Event description:
The customer reported that during the activation process he did not feel the pinch of the needle inserting the cannula and for about 45 minutes later he heard a loud click at which he felt the needle firing the cannula. His blood glucose reached 285 mg/dl so he gave a correction bolus of 4.0 units of insulin. He decided to continue to wear the pod at the time of the call.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism malfunction (late deployment) or determine the root cause. No product lot number was reported therefore no qualification records were reviewed.